Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was cut in half to remove from the patient's eye. There was no patient injury, no enlarged incision or sutures.